Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a cuff miss suture retrieval issue occurred with a proglide device relative to an unspecified procedure. No additional information was provided at this time.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a proglide after an interventional procedure using a 6fr sheath. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.